Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. The reported event was not confirmed for this device; the device was found to be within specifications for the reported event. The device was not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. One reported event had no patient involvement; no patient impact.